Manufacturer narrative:
During subsequent follow-up with the customer additional patient information was obtained. It was reported that irrigation was not used due to the reported malfunction. The patient's vitals were reported to be "stable." The patient's pre-existing condition was unknown. The patient¿s outcome post-surgical procedure was report as an ¿unremarkable recovery and was discharged with pain and nausea meds¿. It was clarified that the pain and nausea medication was given as a standard procedure for discharge of patients. The reporter stated that the device will not be returned for evaluation. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported that during a tympanomastoidectomy surgical procedure it was discovered that the motor device had a hole in the hose, air was heard coming out of the hose during drilling, and the burr was getting hot in the attachment device. There was patient involvement. There were no delays to the planned surgical procedure a spare identical motor device and an identical attachment device was available for use. The post-operative condition of the patient was unknown to the reporter. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.